Event description:
It was reported that during a procedure the photoablate activated when placed in the holster without pressing any buttons by the nurse. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.

Manufacturer narrative:
H6: the quality investigation is complete.